Event description:
The user received a questionable troponin t stat generation 4 (tnt) result for one patient sample that was discovered when a second sample from the patient was tested six hours later with a lower result. The initial result was 0.231 ng/ml with a data flag and was reported outside the laboratory. The second sample was drawn six hours later on (B)(6) 2011 and gave a result of 0.034 ng/ml. On (B)(6) 2011, the first sample was retested in a sample cup and the result was 0.040 ng/ml. After quality control was tested, the sample was retested in a sample cup with a result of 0.041 ng/ml. The original sample tube was then retested with a result of 0.043 ng/ml. The user believed the result of 0.04 ng/ml to be the correct result for both samples and issued a corrected report for the first sample. The patient was not adversely affected. The tnt reagent lot number was 15989401. The field service representative could not find a cause. He inspected the patient sample with no abnormalities found and checked the mechanical alignments with no problems found. He checked the system for proper operation by running quality control and performance testing. All quality control results were within the user's ranges and the performance testing results were within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. Assay performance checks were within specification. Quality controls were within specification. It was determined the customer is using a sample centrifugation time that is too short and a speed that is too high. This could be a possible cause of the issue. The patient was not adversely affected.